Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis'), genital haemorrhage ('bleeding: general abnormal bleed'), pregnancy with contraceptive device ('pregnancy: stillbirth/ miscarriage') and abortion spontaneous ('pregnancy: stillbirth/ miscarriage') in a (B)(6) year-old female patient who had essure (batch no. 699882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included migraine, multigravida, parity 3 ((B)(6) 1999, (B)(6) 2001 and (B)(6) 2011), renal calculus, flank pain and gallbladder removal. Previously administered products included for an unreported indication: mirena in 2008. Concurrent conditions included overweight, irritable bowel syndrome, cyst of kidney, hematuria, acute renal insufficiency, anemia, angioedema, anxiety disorder, hand arthritis, asthma, benign essential hypertension, carpal tunnel syndrome, hyperlipidemia, incisional hernia, major depressive disorder and nausea. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced migraine ("migraine migraines/ headaches") and amnesia ("neurology condition: memory loss"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced endometritis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain"), endometriosis ("endometriosis") and hypersensitivity ("allergy: other") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the endometritis, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain, migraine, amnesia, weight increased, alopecia, endometriosis, hypersensitivity, vaginal haemorrhage, menorrhagia, dyspareunia and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the (B)(6). The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, amnesia, back pain, dyspareunia, endometriosis, endometritis, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure confirmation test: bilateral occlusion. Concerning the injuries reported in this case, the following one/ ones were confirmed in patient's medical record: abdominal pain. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs and medical record received. Essure lot number added. Events added: endometritis, abnormal bleeding (vaginal), menorrhagia, dyspareunia (painful sexual intercourse) and lower back pain. Event pt updated: neurology condition: memory loss. Medical history, historical drug and reporters were added. Lab data updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis'), genital haemorrhage ('bleeding : general abnormal bleed'), pregnancy with contraceptive device ('pregnancy :stillbirth/miscarriage') and abortion spontaneous ('pregnancy :stillbirth/miscarriage') in a 34-year-old female patient who had essure (batch no. 699882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included migraine, multigravida, parity 3 ((B)(6)1999, (B)(6)2001 and (B)(6)2011), renal calculus, flank pain and gallbladder removal. Previously administered products included for an unreported indication: mirena in 2008. Concurrent conditions included overweight, irritable bowel syndrome, renal cyst nos, hematuria, acute renal insufficiency, anemia, angioedema, anxiety disorder, hand arthritis, asthma, benign essential hypertension, carpal tunnel syndrome, hyperlipidemia, incisional hernia, major depressive disorder and nausea. On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced pelvic pain ("pelvic pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). In (B)(6)2015, the patient experienced migraine ("migrainemigraines/headaches") and amnesia ("neurology condition: memory loss"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6)2016, the patient experienced alopecia ("hair loss"). In (B)(6)2016, the patient experienced endometritis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain"), endometriosis ("endometriosis") and hypersensitivity ("allergy: other") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the endometritis, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain, migraine, amnesia, weight increased, alopecia, endometriosis, hypersensitivity, vaginal haemorrhage, menorrhagia, dyspareunia and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, amnesia, back pain, dyspareunia, endometriosis, endometritis, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6)2011 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Computerised tomogram abdomen - on (B)(6)2014: stable CT with no evidence for nephrolithiasis or obvious cause of the flank pain. There are small probable cysts of the kidneys. 2. Small upper abdominal ventral hernia. The prior paraumbilical hernia seen in november 2013 is not apparent at this time; on (B)(6)2015: 1. Surgical changes of a prior splenectomy and cholecystectomy. 2. Small amount of oral contrast in the distal esophagus. Query ge reflux 2.7 cm focal area of luminal narrowing of the right colon seen best on coronal images with wall thickening. This was not seen on the patient's previous study on (B)(6)2015 suggesting that the findings represent spasm. Since neoplastic change is also on the differential, suggest clinical correlation and consider endoscopy or barium enema. 4. Small unchanged anterior abdominal wall defect. 5. Bilateral fallopian tube occlusion devices. Clinical indications: s/p lap chole, still with continued pain. Computerised tomogram kidney - on(B)(6)2015: possible sludge/small gallstones layering in the dependent portion of the gallbladder without biliary system dilatation, and a possible faint right renal parenchymal calcification, otherwise stable CT kub evaluation of the abdomen, without other nephrolithiasis or urinary obstructive changes suggested on this or recent CT studies. Essure coils are again seen, with a benign-appearing 3.5 cm left adnexal/ovarian cyst also now noted.. Hysterosalpingogram - on (B)(6)2011: essure confirmation test: bilateral occlusion; in (B)(6) 2011: hysterosalpingogram results: total bilateral occlusion. Ultrasound abdomen - on(B)(6)2015: status post cholecystectomy. Vague 1 cm area of hypoechogenicity mid to lower pole of right kidney. Mild fatty infiltration of liver. Ultrasound pelvis - on (B)(6)2015: bilateral fallopian tubes occlusion devices are noted in the left and right cornu. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-nov-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.